Manufacturer narrative:
Complaint no: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
A pediatric patient experienced blood loss, requiring a blood transfusion due to an intravenous catheter extension set which leaked from a crack in the arterial line tubing near the luer connector that connects to the catheter. This occurred during an arterial infusion of normal saline and heparin (indication and dose not provided). It was reported that the nurse entered the patient's room in the cardiac intensive care unit to respond to a low blood pressure alarm through the arterial line. Upon entering the room, the nurse found the patient lying in a large pool of blood (amount not specified). The doctor and the nurse found that the arterial tubing line was leaking from a crack. They were able to replace the broken tubing and stop the bleeding. Subsequently, due to the volume of blood loss, the patient required a blood transfusion. At the time of this report, it was reported that the patient was "ok now". No additional information is available.